Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a light adjustable lens (lal, sn (B)(6), +26.0d) was explanted due to a residual refractive error after light treatments. The lal was replaced with another non-lal lens. Rxsight's first awareness of this event was on (B)(6) 2023.